Manufacturer narrative:
H11: affected e/p pack was inspected by the livanova field service representative in charge and no issue was found. No faulty component was identified after test period of several weeks. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during a procedure, pumps gave error fault in motor controller (e439) more or less at the same time. Pump 5 worked fine after reboot. Pump 7a /b had a black screen on several occasions after that.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the e/p pack. According to follow up, after restarting pump 7 with switch on the bottom it remained fine for the rest of the procedure. Pump 5 gave several errors afterward. Pump 5 was swapped with another pump and pump gave the same error as before. Ep-pack was replaced with a loaner and will be investigated. After replacement, the hlm is functioning correctly and thus returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication, livanova was informed no further issue was reproduced with ep pack after replacement and customer is currently using a loaner ep pack with no issue on the hlm. No further repair will be performed since the customer will replace the entire hlm with a new one. A device service history review has been performed and identified that the unit was manufactured in 2006 and no other similar event has been reported, neither concerning trend has been identified. The most likely root cause is a temporary electrical failure as a false contact or bad connections in the can connection of the pumps to the ep pack that was most likely fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.